Event description:
It was reported that a balloon rupture occurred. A stingray lp catheter was selected for use. During procedure, it was noted that the balloon ruptured at 6 atmosphere. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure.